Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Additional components involved during procedure: ng933r x1 (production date is (B)(4) 2013); ng745r x1; ng746r x1; ng755r x1; ng756r x1. Two ng933r were available for investigation. Additionally, 4 profilers were sent. The system was tested regarding the connection between profilers and handles. No deviations or failures were found. All profilers hold absolute properly with handles. The spring force of the clamping bolt is high enough to keep the profiler safely attached. There are no hints for material or product deviations.

Event description:
Country of complaint: (B)(6). When removing the profiler handle from the osteo-profiler, the handle disconnected from the profiler. Operation was delayed over 15 minutes.